Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe was not able to cut during a procedure. The product was replaced and procedure completed with no patient harm. The functionality of the aspiration is unknown.

Manufacturer narrative:
The evaluation confirmed that there were three o-rings present in the rear housing, which is non-conforming; there should only be two o-rings present. The impact of the extra o-ring could not be determined from the investigation performed. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to minimize the potential for the placement of the extra o-ring in the probe engine rear housing. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. One opened probe was received and visually inspected and found non-conforming. An o-ring could be seen through the vent hole and the needle was bent. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for aspiration and cut and was non-conforming for actuation. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at bend area, cutting edge, and several other locations along the inner cutter. After disassembly the probe was retested for actuation and was found non-conforming. Three o-rings are present in the rear housing. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The sample evaluation does not confirm the probe had a cut issue, however it does confirm the probe had an actuation issue. The root cause of the actuation issue is the additional o-ring that was seen through the vent hole in the rear housing during evaluation. An investigation has been initiated in order to further investigate this actuation failure. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).